Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4)retention samples from bd inventory were evaluated by visual examination and no issues were observed for factors relating to platelet clumping as all samples met specifications. Complaints for sample quality are under statistical control for the month of december 2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. At this time, further testing is not indicated. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes there was platelet clumping in an unspecified number of tubes. There were no health consequences or impacts reported.